Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's logs. The evaluation of received device's logs confirms occurrence of pressure transducer test failure. In details, multiple records for expiration valve test - voice coil force out of range are visible in provided logs. Based on technician statement, expiratory valve coil was defective. The part has been replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported as a defective expiratory valve coil may lead to stop of ventilation. There was no patient involvement. The root cause could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).